Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. Surgeon informed me that he used x1 strand in his case and he felt that the barbs did not catch at the transition point. He then switched to using x1 strand of another barbed suture and that strand was okay. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/26/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was reported: sister is able to return the x10 remaining pieces in that box (lot: 107brg). Will arrange for collection so that investigation can be done on the remaining 10 pieces.sister is able to return the x10 remaining pieces in that box (lot: 107brg). Will arrange for collection so that investigation can be done on the remaining 10 pieces. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Ten (10) unopened samples that pertained to product code sxpp2b400. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutured were dispensed without problems and examined along the strand to detect any issue related to suture and no defects were observed during evaluation. Ten barbs were present and measured in each strand, and all barbs met the requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device 107brg / sxpp2b400 batch number, and no non-conformances were identified.